Event description:
It was reported that the left ventricular lead exhibited high thresholds. During the attempt to remove the lead, it was noted that the left subclavian vein was thrombosed and it was difficult to remove the lead. Complications arose during the intervention for the atrial lead and CPR was initiated. The patient deceased. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.